Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur. A one page voluntary medwatch report was received on 10/30/07 from the user facility. User facility concluded that event was not device related. Component fractured due to bending overload as a result of a fall.

Event description:
It was reported that pt underwent right total elbow arthroplasty 2003. Pt reportedly fell resulting in ulna component fracturing in the joint. Revision procedure was performed 2007 to replace component with a longer pt matched prosthesis.